Manufacturer narrative:
Product ID 309328, lot# 0209719284, implanted: (B)(6) 2015. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was present with a urinary infection and sphincter insufficiency on (B)(6) 2019. It was confirmed after investigation. Antibiotics were given due to the confirmed urinary infection and the adverse event is still ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209719284, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported urinary status degradation with urinary leak despite botox 100u in (B)(6) 2019 (urinary urgencies, sphincter insufficiency). Factors that may have led or contributed to the issue remain unknown. Interventions include reprogramming that was done and antibiotics were given. It was unknown if the issue was resolved and the event was continuing. The investigator assessed the event as not serious, not related to procedure, and related to stimulation. Relevant medical history includes idiopathic urinary urgencies and incontinence since 1998.